Event description:
Reportable based on device analysis completed on 23 apr 2026. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion; however, the image was lost, and water was observed leaking from the flushing line. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a hole in the imaging window.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscope inspections revealed an imaging window hole was observed. Impedance test shows an electrical open at distal end of the catheter, between 0-10cm from the distal housing. Functional test showed the device flushed normally when the telescope was fully retracted and due to residues could not be fully advanced and leak was observed in the imaging window. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically based on a review of the reported event details and available information. The returned device exhibited an electrical failure; however, the probable cause of the failure could not be determined. The probable cause of the imaging window hole could not be determined. Potential contributing factors may include improper handling, device manipulation, or failure to follow the instructions for use (IFU) during the procedure.